Event description:
It was reported that a patient alert triggered for the right ventricular (rv) pace/sense lead having non-physiological sensing. The rv lead had noise and a suspected fracture. Also, the rv lead had a warning for impedance greater than 3000 ohms. The lead was explanted and replaced. It was noted that the patient is part of the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 implantable tachy lead, (B)(6) 2008; 5076-45 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.